Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that mesh was implanted with concurrent cystoscopy and resection of rectovaginal chronic abscess due to genuine stress incontinence and pelvic relaxation. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005, and that a mesh were implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.